Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of above 300 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.